Event description:
A pump malfunction was reported, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use a backup insulin pump or switch to manual injections if necessary, while tandem technical support arranged for a replacement pump with updated software to be sent. Instructions for storage mode and return procedures were provided and acknowledged by the customer.